Event description:
The customer reported via phone call that the insulin pump was alarming no delivery while bolusing even after changing the infusion set and reservoir. The customer had also been hospitalized due to diabetic ketoacidosis. The customer explained that he passed through security scanners at the airport. The customer's blood glucose had been 24 mmol/l. The customer expressed feeling antsy and vomiting as symptoms related to her high blood glucose. The customer was treated with saline an IV drips. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.